Manufacturer narrative:
This event was initially reported on voluntary medwatch mw5168451. H6: additional patient codes: 2328, 1924, 2646. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004788213-2025-00019 through 3004788213-2025-00021.

Event description:
It was report that a patient experienced pain ever since she had a roi-c cervical cage implantation in 2016. In 2017, a doctor informed her that this device has not fused. The patient reported that pain and problems with the device are getting worse: she is now experiencing cracking and popping sounds in her neck, and pain and numbness in her hands. This is report two of three for this event.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was report that a patient experienced pain ever since she had a roi-c cervical cage implantation in 2016. In 2017, a doctor informed her that this device has not fused. The patient reported that pain and problems with the device are getting worse: she is now experiencing cracking and popping sounds in her neck, and pain and numbness in her hands. This is report two of three for this event.